Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot# n305912, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported that when the patient¿s pump was original implanted the physician put morphine in it. The patient was then hospitalized again for an unknown reason. It was noted that the patient was still in pain with morphine in the pump. The physician drain the pump of morphine and was slowly putting prialt in the pump. The patient was in the titrating stage.